Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was discarded at the facility. The investigation is in process.

Event description:
It has been reported that during an epiphysiodesis procedure, a drill bit fractured. No adverse event have been reported as a result of this malfunction.